Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Upon review the defibrillator exhibited non sustained right ventricular oversensing due to post paced t wave oversensing. The patient did not receive therapy during oversensing. No further intervention was performed.